Manufacturer narrative:
H3: the 8598a catheter was returned and analysis identified a leak that was caused by the metal connector pin breaching the catheter. The second 8598a catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Continuation of d10: product ID: 8598a ,serial#: (B)(6), implanted: 2020 (B)(6), product type: catheter. Product ID: 8598a, serial#: (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) via company representative (rep) regarding a patient who was receiving fentanyl (2000 mcg/ml at 549.5 mcg/day), bupivacaine (20 mg/ml at 5.495 mg/day), and hydromorphone (2.5 mg/ml at 0.6869 mg/day) via implantable infusion pump. It was reported that the patient has had increased pain. There were no reported factors that may have led or contributed to the issue. The catheter dye study on (B)(6) 2021 was normal. It was recommended for the catheter to be moved the down and posterior. On (B)(6) 2021 the patient's catheter was pulled down and posterior to the cord. It was also noted that there was a little hole in the catheter near the pin. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury.